Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: a review of the black box and alarm history revealed evidence of cs-088-85b3 alarms. An ezprime and 24 hour duration test was successfully performed on the pump with no call service alarms. The reported complaint was not duplicated during investigation. Unrelated to the complaint, the pump cover was removed; there was internal moisture found on the pcb and internal component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.